Manufacturer narrative:
The customer technical specialist (cts) reviewed data with the customer, qc and other sample recovery had been fine and no other samples were affected. The customer also indicated to cts that controls are within range after they bleach cleaned the apertures and running a shutdown / startup cycle. Field service was not dispatched for this issue. Failure mode is unknown.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous results for one (1) patient's whole blood sample generated on the coulter act diff analyzer. The erroneous results were not reported out of the laboratory. The sample was sent to a reference laboratory and correct results were reported out. Review of the data shows the sample was run two times on the act diff instrument and gave erroneous white blood (wbc), red blood count (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt) results with instrument generated flag on wbc only compared to the reference results which were reported out as correct. There was no death, injury, or affect to patient treatment.